Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR 009787 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. Loss of connection did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.